Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) 500 mcg/ml at unknown dose via an implantable pump for intractable spasticity. The nurse practitioner reported that the patient had a routine pump replacement (B)(6) 2024. The hcp stated since that time the patient had therapy issues and was having withdrawal symptoms, itching, and increase tone. In (B)(6) 2024, the patient had a catheter replacement and now the catheter tip was in the c spine area previously was in the t spine area. The hcp was also inquiring about dosing now that the catheter tip was at the c-spine area.

Manufacturer narrative:
H6: fdd code updated to reflect new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the results of the diagnostics/troubleshooting performed showed no intrathecal activity. There were no external/patient/environmental factors that may have led or contributed to the issue. The cause of the patient's symptoms was determined to be obstruction of the catheter. The hcp also indicated that only the lumbar catheter was replaced. The patient's weight was provided and the device remained in use.

Manufacturer narrative:
H6: fdc code updated to d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.